Event description:
Event description guidant received information that this implantable transvenous defibrillation lead, model 0125, exhibited slowly increasing shocking lead impedance measurements. In addition, during an attempted implant, the physician was unable to extend the helix mechanism of this implantable transvenous defibrillation lead, model 0138, after the lead dislodged during the implant procedure.